Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. The manufacturer confirms they have received similar error messages about leaks at the affected connection. A defect at the inner conus of the luer lock adapter (which is connected to the port of the oxygenator) was identified as the cause. A photo and video were provided showing a leak at the luer lock connection to the venting port. It was found that the venous connector could not fit properly to the oxygenator. The reported error pattern is known. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
It was reported that during priming, there was leakage from the venous port of the oxygenator on the xlung kit 230. As a result, the xlung kit was replaced. The reported problem did not result in any delayed or missed treatments. At the location of the leak, the venous connector allegedly did not fit properly to the oxygenator. No alarms occurred in conjunction with the leak. The sample was not returned for evaluation; however, a photo and video of the leak were provided for review.